Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they received a higher reading from their adc freestyle libre sensor compared to the built in meter of their freestyle libre system. The customer further stated that on (B)(6) 2018, the customer received a sensor scan result of 464 mg/dl and self treated with 8 units of fast acting insulin and soon after became sweaty, "ill", and lost consciousness. The customer was taken to the hospital where a blood glucose reading on the hcp meter was 42 mg/dl. The hcp in the hospital scanned the sensor and found the sensor continued to provide readings greater then 400 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported they received a higher reading from their adc freestyle libre sensor compared to the built in meter of their freestyle libre system. The customer further stated that on (B)(6) 2018, the customer received a sensor scan result of 464 mg/dl and self treated with 8 units of fast acting insulin and soon after became sweaty, "ill", and lost consciousness. The customer was taken to the hospital where a blood glucose reading on the hcp meter was 42 mg/dl. The hcp in the hospital scanned the sensor and found the sensor continued to provide readings greater then 400 mg/dl. There was no report of death or permanent injury associated with this event.